Event description:
Hill-rom received a report the account stating the brake not set alarm is not audible. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the wiring to brake switch damaged. Per the hill-rom service manual the bed should be subject to a performance. Brake casters should be checked for cuts, wear and brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011, 2012, and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake switch wiring to resolve the issue. Based on this information, no further information is required.